Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited no display after switching the device on due to a faulty printed circuit board and a gas leakage sound coming from the first regulator unit. There was also a front panel gasket detached from the front panel chassis, and one of the connectors on the manifold unit were found to be broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: -for event front panel display does not appear: failure of the printed circuit board. -for event gas leakage sound is coming: failure of the first pressure reducer. -for event front panel gasket is detached from chassis: the cause of the broken connector on the unit could not be presumed from the information obtained. -for event one connector on manifold unit is broken: the cause of the detached gasket could not be presumed from the information obtained. The events can be detected and prevented by following the instructions for use: [6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter] store the equipment in a place not exposed to direct sunlight by avoiding exposure to high temperature, high humidity or water splashes. Hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully. Olympus will continue to monitor field performance for this device.